Manufacturer narrative:
(B)(6). Q core medical ltd (manufacturer) is submitting the report on behalf of hospira. Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "reported that (B)(6), customer provider, has noticed a correlation with EKG interference with the (B)(6) plus. Reports that (B)(6) plus on and plugged in has increased amount of EKG interference; (B)(6) plus on and not plugged in still shows EKG interference; (B)(6) plus turned off shows no EKG interference. Delay in therapy:unknown. Need for medical intervention:unknown. Patient involvement: yes. Death / serious injury: no. "